Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized due to the event. The patient was treated with vancomycin injection (1gm, ongoing, once in four days, route not reported) and amikacin injection (250mg, ongoing, route and frequency not reported) for peritonitis. Ten days after hospital admission, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.